Event description:
The one touch ultra meter was giving the error 4 error message. The technical service representative (tsr) portugal spoke with the patient on may 8, 2006 to obtain and verify information. In april 2006 at 2:00pm the patient obtained the error message erro 4 on the reported meter when he attempted to test his blood glucose level. Following the use of the meter, the patient took his normal dose of 6 units atrapid insulin. The patient did not eat any food after taking the insulin dose. After taking the insulin, the patient became dizzy (unknown time difference). The patient attempted to retest his blood glucose level while symptomatic, but obtained the error 4 error message. Emergency services were contacted. The patient attempted to retest his blood glucose level while symptomatic, but obtained the error 4 error message. Emergency services were contacted. The patient was taken to the emergency room, where at 4:00pm his blood glucose level was tested to be 22 mg/dl. The patient was treated with oral glucose. The patient was not hospitalized. Earlier in that day, the patient had eaten his normal breakfast, and taken his oral diabetes medication pills. The patient had not tested his blood glucose level earlier that day. This was the first time the error message occurred. The patient takes atrapid insulin on a sliding scale, and an oral diabetes medication, type and dose unknown. The patient does not have a backup meter. The tsr determined during the troubleshooting telephone call that the testing room temperature was within meter specifications and the patient's testing technique was correct. No quality control testing was performed during the call, as the patient did not have test strips. The patient was unable to obtain a blood glucose result on the reported meter due to the error message, he took insulin, and then he became hypoglycemic and received medical attention.